Event description:
It was reported that the asymptomatic patient presented for a routine follow up. The atrial lead exhibited loss of capture and sensing. A chest x-ray revealed that the atrial lead was in the ventricle. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.